Event description:
The rn spiked the bag and went to run the medication through before attaching to the patient and the IV tubing came apart at the top hub. Product: baxter clearlink system. Continu-flo solution set. 120'', 18.8ml, 3 luer activated valces male luer lock adapter with retractable collar. Lot (10)r24k04086, exp 2026-11-04.